Event description:
The customer reported the device alarmed due to a pressure sensors failure. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer (fse) was able to duplicate the reported problem. The fse replaced the data acquisition pcb to motor controller pcb board cable to correct the reported problem. Applicable final testing was performed per operating specifications and passed

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 01/07/2015 conclusion / root cause: the data acquisition printed circuit board assembly (pcba) to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).